Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4) (oekg) oekg sent the device to a third party laboratory for microbiological testing. As a result of the testing, the sample collected from the air/water channel of the device tested positive for mesophilic aerobic germs (2 cfu) the testing result cleared the german guideline. The service department of oekg checked the subject device and found that the glue around the lens cracked and there was the gap on the adhesive of the bending section rubber. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. Aerobic spore formers (1 cfu/20ml), coagulase-negative staphyloccoci (20 cfu/20ml), molds (2 cfu/20ml) the device had been reprocessed with an olympus automated endoscope reprocessor model etd3 and 4 (not available in the USA), using peracetic acid. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.